Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged low battery alert found on 11/03/2021. Device passed displacement test; however, insulin pump did not pass sleep current measurement test, active current measurement test, and self test. Device alarmed pump error 63 during self test and device trace download confirmed the pump alarmed pump error 63 variable 3 on 11/04/2021 at 21:26:47.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Device alarmed pump error 53 during testing. Device history download confirmed pump error 53 on 11/04/2021 at 21:35:12.000 due to software error. The test p-cap locks properly in place in the reservoir compartment noted. No low battery alarms during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Device was cut open to perform visual inspection and moisture damage was found on pcba 1 and pcba 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery tube threads, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for charge/battery lasts less than expected and unexpected battery power loss was not confirmed. Pump error 63 and pump error 53 was confirmed during testing and in device downloaded history. Sleep current measurement test and active current measurement test failure suspected to be moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.